Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article reported one patient suffered an unspecified superficial infection. This adverse event was resolved with the application of an unspecified anti-biotherapy. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed."

Manufacturer narrative:
Internal complaint reference (B)(4). Karsli, b., & tekin, s. B. (2020). Tibiotalocalcaneal nailing in ankle arthrodesis. Annals of medical research, 27(4), 1070-1072. Doi: 10.5455/annalsmedres.2019.11.752.

Event description:
On the literature article named "tibiotalocalcaneal nailing in ankle arthrodesis", the authors of the study reported that, following implantation of a trigen hindfoot fusion nail prosthesis as part of an arthrodesis procedure to treat an unspecified disease in the ankle, one patient suffered an unspecified superficial infection. This adverse event was resolved with the application of an unspecified anti-biotherapy. Since this data was collected from an online publication, further details on the patient's outcome are unknown.